Event description:
It was reported that this right ventricle (rv) lead was an attempted lead implant. The physician encountered difficulties due to the lead dislocating several times during the implant procedure. A new lead was successfully implanted. No adverse patient effects were reported.